Manufacturer narrative:
Investigation found that an impact bent platen door causing a free flow. Platen was replaced to resolve the issue.

Event description:
When the administration set was installed, a free flow occurred before the pump was turned on. This occurred during testing.